Manufacturer narrative:
The involved device is not available for evaluation record review: reported lot# 1881282 (mfg. Date (B)(4) 2010). A review of the mfg. Lot database for this lot number shows (B)(4) units were manufactured, tested, inspected and released. The exact cause(s) of the reported product experience are unknown at this time.

Event description:
(B)(4) report received reporting leakage incident involving one (1) ch-61 clave vial adaptor w/.22 micron vent. The report states "while withdrawing cyclophosphamide (chemotherapy) from a drug vial, the vial adapter leaked... The vial adapter leaked where the vented spike meets the blue syringe port." This was detected during set-up/preparations. There were no reported adverse operator consequences.